Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). Additional information provided in h6 and h10. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during use of this smiths medical cadd ms3 pump, the patient noticed pump was not turned on, and unsure of how long the pump was not infusing. It was reported that the patient experienced headaches and wanted to know if dose needs adjusted, rph reaching out to doctor. It was reported that the patient switched to back-up pump. No additional adverse effects reported.